Event description:
The nurse reported the surgeon was unable to insert the vitrectomy probe through the cannula. The vitrectomy probe was switched out and that probe went through the cannula with no problems. No patient injury was reported.

Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).